Manufacturer narrative:
Citation: (B)(6) et al. Outcomes of isolated tricuspid valve surgery have improved in the modern era. Ann thorac surg. 2019 jul;108(1):11-15. Doi: 10.1016/j.athoracsur.2019.03.004. Epub 2019 apr 2. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding isolated tricuspid valve surgery in the current era to determine if clinical outcomes had improved. All data were retrospectively collected from a single center between 2007 and 2017. The study population included 95 patients (predominantly female; mean age 57 years), 4 underwent tricuspid valve replacement with medtronic mosaic bioprosthetic valves (no serial numbers provided). Among all patients, the overall 30-day mortality rate was 3.2% (3 patients from the tricuspid valve repair subset) due to right ventricular dysfunction (2 cases) and major stroke (1 case). Based on the available information, medtronic product was not associated with the deaths. Among all patients who underwent tricuspid valve replacement, adverse events included: new permanent pacemaker implantation, post-operative stroke, new-onset atrial fibrillation, and hospital re-admission. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.